Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the right atrial (ra) lead exhibited low pacing impedance and noise. Corrective programming changes were performed on (B)(6) 2021. The patient was in stable condition before, during, and after the event.